Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 7 years since the device was manufactured. It is likely the cable locking mechanism has deteriorated over time due to long-term use, or that the user tried to pull out the video connector without lowering the unlock level, or because excessive force was applied to the lock lever (video connector socket) and video connector. The instructions manual identifies the following verbiage, which may have prevented the phenomenon: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur".

Manufacturer narrative:
The evaluation found the device has a worn out video connector locking latch causing a loss of image when the video cable is manipulated. Additionally, there are deep scratches on the top cover, faded front panel, stains on rear panel and discoloring on the main switch. The device was repaired to standard specifications and returned to asset stock. The asset was last serviced via repair on (B)(6) 2018 for a power button sticking issue. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera iii video system center was found to have a loss of image. There was no report of any problems associated with the device and there was no report of patient injury or harm.